Event description:
Complainant alleged discomfort after the use of softcup which resulted in urinary tract infection. This was not an isolated incident and happened again when she tried the softcup for the second time. Uti was confirmed by urine cultures.

Manufacturer narrative:
Evofem's medical director confirmed that this is a adverse event. There were no medical records provided by user/consumer.